Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. (B)(6) devices were received for evaluation; 2 events were confirmed during testing. (B)(6) devices were found to be affected by corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device overheated and ran without user activation. One reported event had no patient involvement; no patient impact. One reported event had patient involvement; no patient impact.